Event description:
Additional information was received from a healthcare provider who reported that the patient¿s pump had been nonfunctional since march 2024. It was empty and beeping and they would like to turn it off. The caller was redirected to the national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown intrathecal drug via an implanted pump for n on-malignant pain and failed back surgery syndrome. It was reported that the patient was going through withdrawal due to not being able to get their pump filled. The patient stated that the pump had been empty for two-three months with no local doctor to fill it and their healthcare provider (hcp) was concerned about the integrity of the pump. It was also reported that the patient was hallucinating.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.